Manufacturer narrative:
This report was mailed to FDA on: (B)(6) 2011. (B)(6).

Event description:
Technician reported surgeon released laser foot pedal, on one case, when laptop monitor showed 100% complete, and later found that only 91% of the treatment had been completed. More info is being sought to understand pt outcome.